Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, water invaded the scope connector during user handling. Due to the water invasion, abnormality of electronic parts occurred which led to the malfunction of no image. Based on the results of the investigation, physical stress was applied to the insertion section during user handling and caused the coating to peel. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): no image: ¿precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal.¿ ¿5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ peeling of the coating: ¿3.3 inspection of the endoscope 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the reported no image was caused by a corroded connector and in addition the connecting tube's coating was peeling. Additional evaluation findings were as follows: the electrical safety check test failed, the plastic distal end cover was damaged and burned, the connecting tube had a dent, the bending section cover adhesive was cracked, the universal cord had a wrinkle, the scope connector cover was corroded, the angle inspection was low, and the connector board, cable and plug unit had corrosion. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii bronchovideoscope had no image. The issue was found during preparation for use. There was no report of delay or harm to a patient or user associated with this event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. The previous reports are correct and remain effective. Added additional h6 coding. The device was returned for evaluation where the additional reportable malfunction was identified. It was observed that during device evaluation, the bronchovideoscope's plastic distal end cover was burned or melted around the instrument channel outlet at the distal end. Based on the results of the investigation, a definitive root cause cannot be identified. The probable cause was the use of high-energy hand instruments (laser/high-frequency/etc) without ensuring sufficient distance from the distal end (handling problem). A device history review revealed no issues that could have caused or contributed to the reported issue. This issue can be detected and prevented by handling the device in accordance with ¿chapter 4 operation¿ in the instructions for use. Olympus will continue to monitor the field performance of this device.